Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. At the one year follow-up visit, the patient had a modified rankin scale score of 1. The patient did have symptoms, but there was no clear disability. The patient was able to perform daily work and activities. No additional information is known at this time.